Manufacturer narrative:
Section b: 2 events occurred on 09/24/2024; the date of event is unknown for the other 2 piccs. Section d: 2 piccs were inserted on (B)(6) 2024 and explanted on (B)(6) 2024. 1 PICC was inserted (B)(6) 2024 with unknown explant date. 1 PICC was inserted (B)(6) 2024 with unknown explant date. Section a, e & g - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported 4 incidents of kinking piccs. Two of the four piccs were indwelling for 5 days; the other 2 have unknown indwell times.